Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an acute myocardial infarction (ami). There were two lesions in the right coronary artery (rca). The first lesion was located in the mid rca with calcification and no tortuosity. The second lesion was located more distally in the rca. Pre-dilatation of the lesion was performed using an unspecified 2.5 x 15 mm balloon at 28 atmospheres (atm). A 3.0 x 18 mm multi-link 8 stent was attempted to cross the proximal lesion, during which, the proximal shaft of the stent delivery system (sds) became kinked next to the transition of the hypotube. The physician applied force and the proximal shaft became more kinked. During removal of the sds, it was noted that the hypotube had separated into two pieces. A new multi-link 8 stent was used (2.5 x 28 mm), which also presented difficulty to cross the lesion due to calcification; however it crossed and was successfully implanted. For the distal lesion, a non-abbott 2.5 x 18 mm stent crossed the first stent easily and was implanted. No adverse patient effects were reported. Although the procedure was delayed by 35 minutes, the delay did not result in any adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink and shaft separation were confirmed. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Handling of the device during advancement likely resulted in a kink and subsequently led to the reported shaft separation. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation.